Manufacturer narrative:
The customer¿s report of spike breakage was confirmed. Visual inspection of the set noted the spike tip of the drip chamber broken off. The other piece of the broken off spike tip was not received. There were no other damage or tool markings observed. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report of spike breakage was not identified.

Event description:
The customer reported that when removing the primary tubing spike from the bag of lr to hang a new bag, the bag spike was found broken off and missing. There was no patient harm.